Event description:
It was reported in a litigation report that the patient did not receive the correct size of an ams penile prosthesis cylinder. Per litigation, (B)(4) presented all possible sizes to the patient and the doctor was given the size he chose. The patient received a replacement due to a sizing error. No patient complications were reported in relation to this event. Further information can not be requested as this event was reported through a litigation report.